Event description:
On (B)(6) 2009, the patient was implanted with an ams sparc sling system, with the intention of treating stress urinary incontinence. It was reported that the patient experienced serious bodily injuries, including pain, discomfort, irritation, pressure, swelling, difficulty voiding urine, continued incontinence, discharge scarring, infection, odor, and bleeding. On (B)(6) 2010, the patient had an "excision surgery" performed to "remove portions of pelvic mesh products." It was reported that the patient has "experienced significant mental and physical pain and suffering and has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.